Manufacturer narrative:
The initial MDR 2432235-2015-00511 was filed on november 02, 2015. Additional information (12/09/2015): the customer could not provide the barcode for further testing and investigation. There were no additional issues with the barcode readings. The cause of the sample being read incorrectly is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse verified the functioning of the barcode reader and found that all other barcodes read correctly except the one, which displayed a wrong sample identification number. The cause of the sample being read incorrectly is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
The operator of an advia 1800 instrument reported that a sample was misread by the sample tray (stt). The stt barcode reader read sample (B)(6) as sample (B)(6). The results associated with the wrong sample ID were not reported to the physician(s). Sample (B)(6) was repeated and verified on an alternate advia chemistry instrument. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the sample barcode misread.